Manufacturer narrative:
Investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.00/5.5/098 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vault. Per updated information va 6/6, eye is quiet and healthy, vaulting 100micron. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.